Event description:
Caller alleged discrepant results (accuracy and poor precision) comparison of inratio test compared with lab results. Results as follows: set-1, inratio-inr - 1.4; lab-inr - none. Set-2, 2.90; 2.90*. *(more than 3 hours after test-1). At (15 days later) follow up with customer. Observed one qc error with 1 pt with new strip lot, but no further issues noted.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio - 2.90; reference - 2.90; mean - 2.90. Confidence-limits - 1.8-4.2. A 1.4 inr was excluded from comparison test since it is done more than 3 hours apart from lab result. Three hours is considered a reasonable length of time between 2 readings in order for comparison to be valid. Since time of test exceeded 3 hours there is a high possibility that the discrepancies are due to changes in status of pt. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within confidence limits for inr testing. Results are not considered discrepant within context of documented variability for inr testing. Functional testing not required at this time, but meter will be tested if returned. As of today, product not expected to return. No further investigation required. Summary: qc errors are designed to be generated if strip has been exposed to adverse environmental conditions. No info in complaint to indicate strip exposure. These error also arise if there is a sampling or technique problem.